Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced after 24 months of implant duration. Premature battery depletion is suspect, given the minimal device therapy provided.